Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse reseated the coil cable plug going to the display assembly and the displays came on. Once the screens came on the fse noticed there was a thin red line on left hand side of the upper display lcd. The fse replaced the upper display lcd, the unit passed all functional and safety tests per factory specifications. Released the unit to customer and cleared for use.

Event description:
It was reported that after performing a preventative maintenance on the cardiosave intra-aortic balloon pump (iabp) the display went blank. There was no patient involved.

Manufacturer narrative:
Updated fields: b4,d8, d9, g3, g6, h2, h6 (investigation conclusion), h11. The failure analysis and testing department received the assy, display top lcd part associated with this complaint with a reported unit failure message of thin red line on screen. Performed visual inspection of this part received and part looks to be in good condition. Installed assy, display top lcd into the cardiosave test fixture and turn on the unit. The failure analysis and testing observed left and right side thick black lines during unit boot up. Also, noticed red thin on display once screen came on. The failure analysis and testing verified the failure message of thin red line on screen. Retained assy, display top lcd in the fat dept. Per procedure.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).